Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the promus stent was deployed, but could not fully expand the stent because the balloon would not hold pressure. When the stent delivery system (sds) was removed, you could see there was a pin hole leak in the balloon. The stent was expanded using another company's balloon. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.